Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary :the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, an no anomalies were found. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead showed high short interval counts (sic) on two subsequent follow-ups. It was noted that they were unable to reproduce noise on the rv (right ventricular) egm (electrogram). The lead remains in use as the physician plans to follow-up with the patient in three months with device interrogation planned at that time. No patient complications have been reported as a result of this event.